Event description:
Customer reported to beckman coulter, inc. (Bec) that she observed drippage from the cartridge chemistry (cc) sample probe onto the reaction wheel cover of the unicel dxc 600 synchron system. Customer reported that the volume of drippage on the reaction wheel cover was less than 0.5 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the partially clogged cc sample vacuum/waste valve. The fse verified operation with multiple primes and 3 levels of quality control.

Manufacturer narrative:
(B)(4).